Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self test. However, the pump failed the prime/seating test due to moisture damage found on the motor assembly and force sensor. Unable to perform the basic occlusion test, force sensor test or occlusion test due to the moisture damage to the force sensor. Unable to verify for occlusions or insulin flow blocked alarm. Successfully downloaded history files and traces using thump software. However, no delivery alarm/insulin flow blocked alarm was recorded in the pump history on 09/22/2024 23:02:39.000 during bolus delivery. The pump was cut open and traces of moisture on pcba1, force sensor and motor noted during visual inspection. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (battery tube), battery tube threads cracked. In summary, unable to verify for no delivery alarm/occlusion alarm not confirmed. Moisture damaged confirmed. Prime/fill anomaly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1880. Troubleshooting was performed. Customer reported that pump was dropped/bumped with no visible pump damage. Pump failed displacement test. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.